Event description:
A customer from (B)(6) notified biomérieux of a potential misidentification of corynebacterium kroppenstedtii as streptococcus suis and bifidobacterium species in association with the vitek® ms (ref 403746). This complaint is from an external laboratory performing testing for a hospital. The isolates were collected from a vaginal sample at a hospital. The hospital performed gram staining and detected two types of gram positive, rod-shaped bacteria and coagulase-negative staphylococcus. The hospital sent the testing out to the external laboratory to perform identification for the gram positive rod-shaped bacteria. The initial identification result obtained by the external laboratory with the vitek® ms was streptococcus suis. As this identification did not align with the hospital's gram stain results, the hospital requested that the external laboratory repeat testing. Repeat testing with the vitek® ms by the external laboratory obtained "no identification" five (5) times; and then after additional incubation, an identification of bifidobacterium was obtained. The hospital also performed identification with their bruker biotyper and obtained an identification of corynebacterium kroppenstedtii. Initial vitek ms: streptococcus suis. Repeat vitek ms: no identification (x5), bifidobacterium. Hospital bruker: corynebacterium kroppenstedtii. The expected identification is unknown at this time since no reference method (gene sequencing) has been completed. There is no indication or report from the laboratory that the discrepant identification results led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in japan regarding a potential misidentification of corynebacterium kroppenstedtii as streptococcus suis and bifidobacterium species in association with the vitek® ms. The status of the fine tuning at the time of the acquisition was good. The customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were quite heterogeneous. The expected identification is unknown. No reference method was used by the customer to confirm the expected identification. The analysis of the sample data provided showed the misidentification result was obtained from the spectra having a low number of peaks (51). Moreover, the misidentification was obtained with a low identification score (-0.38) which is close to the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). This could be explained by a species not included in the vitek kb v3.0. By reprocessing the customer data with vitek ms kb under development (v3.2), spectrum led to a no identification result. The organism could be species not present in the vitek ms kb v3.0 and 3.2. The customer needs to confirm the identification with reference method (sequencing). In addition, the following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-556-b: ¿* testing of species not found in the database may result in an unidentified result or a misidentification.¿ the suspected root causes of this event are system limitation and non-optimal spot preparation. See section h10.